Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the lead could not be inserted into the header of the pacemaker. The physician elected to replace the pacemaker during the procedure. The patient was stable throughout.